Event description:
It was reported that a thrombus occurred. A 30mm watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure without any problem. Approximately six months after implantation an echocardiogram check detected a thrombus on the device. It was also noted that there was a 4mm gap around the device which remained from the implant procedure. The thrombus was treated through antiplatelet medication (dapt and noac-rivaroxaban). There was no clinical impact. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).